Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a caspar distr pin, per information received via medwatch (B)(4). A 12mm distraction pin used with caspar retractor broke during the procedure. The distraction pin sheared off flush with the cervical bone c6 and was unable to be retrieved by the surgeon. The incident occurred in (B)(6) 2020 during an anterior cervical discectomy with fusion (acdf) c6-7. Additional information was not provided but has been requested. The adverse event/malfunction is filed under (B)(4).

Manufacturer narrative:
General information we received a complaint about an atraumatic universal forceps. Up to now, the product is not available for investigation. Consequences for the patient intra-operative medical intervention was necessary. Investigation up to now, the product is not available for investigation. Batch history review the traceability of articles without batch management requirement is guaranteed by the production order number, which can be traced over the production period and the corresponding customer (backtrack). In addition, the raw materials, semi-finished parts, etc. Used for the order are documented in the manufacturing history records (DHR - device history records). This ensures the traceability of the internal supply and production chain. Internal traceability is thus guaranteed. Conclusion and root cause without the product, an exact cause cannot be determined at this moment. Due to the constant monitoring of the compliance with our quality standards, as matters stand, a production or material defect can most likely be excluded. Therefore, the root cause of the error is most probably usage related. For further investigations, the product is required for examination. Rationale according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. Prior to each use, the devices must be inspected for loose, bent, broken, cracked, worn, or fractured components. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action and preventive action), a CAPA is not necessary.

Event description:
No updates.